Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menorrhagia, multigravida, parity 3 and recurrent abortion. On (B)(6) 2009, the patient had essure inserted. In january 2015, the patient experienced vaginal haemorrhage ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdomen pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (essure removal and hysterectomy (full -corpus and cervix) was done.) And surgery (ablation in nov-2009). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, weight increased, fatigue, nausea, migraine, headache and vaginal haemorrhage outcome was unknown, the abdominal pain had not resolved, the menorrhagia had resolved and the dysmenorrhoea was resolving. The reporter considered abdominal pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.703 kgs. On (B)(6) 2015, final diagnosis revealed uterus and cervix, hysterectomy: endocervix and ectocervix with chronic inflammation. Secretory endometrium. Myometrium with adenomyosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new events added- menorrhagia/abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, migraines, headaches, nausea, weight gain, abdomen pain and did not undergo an essure confirmation test were added. Historical conditions and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain / pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menorrhagia, multigravida, parity 3 and recurrent abortion. Concomitant products included colecalciferol (vitamin d) for fatigue and bupropion (wellbutrin) for infection. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain / weight gain/loss: weight gain"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In 2013, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation in (B)(6) 2009) and surgery (essure removal and hysterectomy (full -corpus and cervix) was done.). Essure was removed in (B)(6) 2017. At the time of the report, the genital haemorrhage, vaginal haemorrhage, pelvic pain, abdominal pain, back pain, weight increased, nausea, migraine, headache and dyspareunia outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. On (B)(6) 2015, final diagnosis revealed uterus and cervix, hysterectomy: endocervix and ectocervix with chronic inflammation. Secretory endometrium. Myometrium with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: significant correction done as per mail received on 26-sep-2018. Events deleted which were added from plaintiff fact sheet (frd-04-apr-2018). Events deleted- fatigue, hair loss, infection (bladder/urinary tract/vaginal): yeast (candida) infection, bacterial vaginosis (I would get even when not sexually active); nickel allergy, joint pain, perforation (fallopian tube(s)), perforation (other): bladder and bowel. Concomitant disease, lot number deleted. Onset date and historical drug deleted. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder perforation ("bladder perforation") and intestinal perforation ("perforation bowel") in a 35-year-old female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menorrhagia, multigravida, parity 3 and recurrent abortion. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d) for fatigue and bupropion (wellbutrin) for infection. On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced weight increased ("weight gain / weight gain/loss: weight gain"), fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and candida infection ("infection (bladder/urinary tract/vaginal): yeast (candida) infection"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), headache ("headaches / headaches"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), allergy to metals ("nickel allergy") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal and hysterectomy (full -corpus and cervix) was done, salpingectomy), surgery (ablation in (B)(6) 2009), surgery (ablation), surgery (ablation), surgery (essure removal and hysterectomy (full -corpus and cervix) was done, salpingectomy) and surgery (essure removal and hysterectomy (full -corpus and cervix) was done, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, bladder perforation, intestinal perforation, weight increased, nausea, migraine, headache, dyspareunia, bacterial vaginosis, allergy to metals and arthralgia outcome was unknown and the menorrhagia, fatigue, dysmenorrhoea, alopecia and candida infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder perforation, candida infection, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2015, final diagnosis revealed uterus and cervix, hysterectomy: endocervix and ectocervix with chronic inflammation. Secretory endometrium. Myometrium with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and pelvic pain ("pain / pain") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menorrhagia, multigravida, parity 3 and recurrent abortion. Concurrent conditions included blood pressure high. Concomitant products included colecalciferol (vitamin d) for fatigue, bupropion (wellbutrin) for infection as well as lisinopril since 2003. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced weight increased ("weight gain / weight gain/loss: weight gain"), migraine ("migraines / migraines") and headache ("headaches / headaches"). In (B)(6) 2013, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdomen pain"), back pain ("back pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (ablation in (B)(6) 2009), surgery (ablation), surgery (ablation) and surgery (essure removal and hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage, abdominal pain, back pain, weight increased, nausea, migraine, headache, dyspareunia and fatigue outcome was unknown and the menorrhagia, pelvic pain and dysmenorrhoea had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2015, final diagnosis revealed uterus and cervix, hysterectomy: endocervix and ectocervix with chronic inflammation. Secretory endometrium. Myometrium with adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2018: pfs received : new event, "fatigue" was added. Concomitant condition and medication was added. Product insertion and removal date was updated. Reporter information was updated. Onset dates were added and updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), bladder perforation ("bladder perforation") and intestinal perforation ("perforation bowel") in a 35-year-old female patient who had essure (batch no. 20238985) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included menorrhagia, multigravida, parity 3 and recurrent abortion. Concurrent conditions included obesity. Concomitant products included colecalciferol (vitamin d) for fatigue and bupropion (wellbutrin) for infection. On (B)(6)2010, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2013, the patient experienced weight increased ("weight gain / weight gain/loss: weight gain"), fatigue ("fatigue"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)") and fungal infection ("infection (bladder/urinary tract/vaginal): yeast (candida) infection"). In (B)(6) 2015, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and back pain, genital haemorrhage (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), migraine ("migraines / migraines"), headache ("headaches / headaches"), alopecia ("hair loss"), bacterial vaginosis ("bacterial vaginosis"), allergy to metals ("nickel allergy") and arthralgia ("joint pain"). The patient was treated with surgery (essure removal and hysterectomy (full -corpus and cervix) was done, salpingectomy), surgery (ablation in (B)(6) 2009), surgery (ablation), surgery (ablation), surgery (essure removal and hysterectomy (full -corpus and cervix) was done, salpingectomy) and surgery (essure removal and hysterectomy (full -corpus and cervix) was done, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, bladder perforation, intestinal perforation, weight increased, nausea, migraine, headache, dyspareunia, bacterial vaginosis, allergy to metals and arthralgia outcome was unknown and the menorrhagia, fatigue, dysmenorrhoea, alopecia and fungal infection had resolved. The reporter considered allergy to metals, alopecia, arthralgia, bacterial vaginosis, bladder perforation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, genital haemorrhage, headache, intestinal perforation, menorrhagia, migraine, nausea, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion on (B)(6) 2015, final diagnosis revealed uterus and cervix, hysterectomy: endocervix and ectocervix with chronic inflammation. Secretory endometrium. Myometrium with adenomyosis. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events added from pfs- fatigue, hair loss, infection (bladder/urinary tract/vaginal): yeast (candida) infection, bacterial vaginosis (I would get even when not sexually active); nickel allergy, joint pain, perforation (fallopian tube(s)), perforation (other): bladder and bowel. Concomitant disease, lot number were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (slhe had surgery to remove essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown and the genital haemorrhage had not resolved. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.